Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the "door not fully latched" message, caused by a failed lower link switch. The lower auxiliary assembly was replaced.

Event description:
It was reported that a device displayed a "door not fully latched"message. Any patient involvement, injury or medical intervention is unknown.